Event description:
This was a coronary laser procedure on an (B)(6) male with a history of cad. The physician used a spectranetics turboelite in the obtuse marginal branch of the lad artery. The physician was aware that use of this device in the cardiac vasculature is outside the indications for use which are; the treatment of infrainguinal stenosis and occlusions. During the procedure the patient went into ventricular fibrillation. The use of the laser was discontinued. Balloons were used to dilate the artery at which point a 2.8 x 16mm perforation was noted. The perforation was repaired with a (B)(4) covered stent graft. The patient survived the procedure, however did not regain consciousness. Three days later on (B)(6), the patient was taken to have a temporary pacemaker implanted and during this procedure the patient expired.

Manufacturer narrative:
Evaluation codes updated to include device and patient codes.